Manufacturer narrative:
Patient medications include but are not limited to: insulin and novolog 100 unit/ml, ml. Aspirin 81 mg, tablet. Losartan 50 mg, tablet. Atorvastatin 40 mg, tablet. Lantus u-100 insulin 100 unit/ml, unit. Rapaflo 4 mg, capsule. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: claudication. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2018, follow up imaging determined birdbeaking and lack of circumfrential apposition of the proximal end of the trunk ipsilateral leg component. The proximal end was reported to be compressed and somewhat infolded due to the tortuosity of the patient's proximal neck. The patient also reported claudication of the right lower extremity. On (B)(6) 2018, the patient underwent reintervention and two gore® aortic extender components were placed proximally to resolve the bird beaking. The patient tolerated the procedure.